Event description:
It was reported that insyte autoguard winged bl 22ga x 1.0in was damaged and leaked. The following information was provided by the initial reporter: material no.: 381523 batch no.: 0195389 and 0279744. It was reported there is a hole in the tubing, the catheter is leaking and the end of the catheter is barbed. Per email: we have had several IV caths have a hole where the clear cath attaches to the blue hub on the IV is leaking and we are ending up having to take the patients IV cath out and re stick them with another one. Also it is rough and has barbs on the end of the IV where it is causing the help lock not being able to be attached properly without using a hemostat and possibly having the IV come out of the patient.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0195389, medical device expiration date: 2023-06-30, device manufacture date: (B)(6) 2020. Medical device lot #: 0279744, medical device expiration date: 2023-09-30, device manufacture date: (B)(6) 2020. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard winged bl 22ga x 1.0in was damaged and leaked. The following information was provided by the initial reporter: material no.: 381523, batch no.: 0195389 and 0279744. It was reported there is a hole in the tubing, the catheter is leaking and the end of the catheter is barbed. Per email: we have had several IV caths have a hole where the clear cath attaches to the blue hub on the IV is leaking and we are ending up having to take the patients IV cath out and re stick them with another one. Also it is rough and has barbs on the end of the IV where it is causing the help lock not being able to be attached properly without using a hemostat and possibly having the IV come out of the patient.